Event description:
The customer reported that the cc4204a collamer single piece lens, was inspected under a microscope and the lens appears more square than usual. No pt injury. Further info was requested but not yet forthcoming. If any additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): eval results: a parent/child work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a root cause of the event could not be determined. (B) (4).